Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 102 events were reported for this quarter. Product return status 102 devices were evaluated in the field. Additional information 102 devices were not labeled for single-use. 102 devices were reprocessed or reused.

Event description:
This report summarizes 102 malfunction events in which the device had paint chips missing. - 102 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 102 events were originally reported for this failure mode during the reporting quarter; however, 2 events were inadvertently excluded. 104 reported events are included in this follow-up record. Product return status: 104 devices were evaluated in the field. Additional information: 104 devices were not reprocessed or reused.

Event description:
This report summarizes 104 malfunction events in which the device had paint chips missing. 104 events had no patient involvement; no patient impact.